Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital and was experiencing spasms in their legs and abdomen. The patient reportedly was scheduled for a refill on (B)(6) 2020. The consumer requested that the pump be interrogated, but confirmed that the pump was not alarming. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect the information received on 2020-jan-14. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020. It was reported that the patient had been shaking for "three days" until the shaking stopped as suddenly as it had started the patient was seen at the emergency room and a manufacturer's representative (rep) was called to interrogate the pump. The rep determined that the pump was fine. No further complications were reported or anticipated.